Event description:
The g/k nail was found broken during the extraction process. The breakage was not detected in the x-ray before operation. Only one half of the nail could be removed. The other half of nail is still implanted in the pt. No adverse consequences to the pt were reported.

Manufacturer narrative:
Evaluation results received from howmedica gmbh in keil, germany indicate that this event cannot be evaluated because the device was not returned for evaluation.